Event description:
The customer contact reported the device fell off an IV pole while a pt was being transported and came in contact with the healthcare professional's hand. No specific event info was provided. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.